Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The device was returned and observe continue level error, particle contamination on bottom enclosure, top enclosure, and on rear panel during device evaluation. There was no allegation of harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
This MDR is being submitted as part of a batch submission of complaints that were reassessed as reportable foam degradation complaints; discovered as part of a retrospective remediation review.

Manufacturer narrative:
The manufacturer received information alleging an issue related to a device's sound abatement foam. There was no report of patient harm or injury. A correction to b5 was made and should be: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging visualization of particles, nasal irritation, constant coughing and shortness of breath related to a CPAP device's sound abatement foam. There was no report of serious patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for further evaluation. The device was evaluated. Adhesive residue observed on top of the flip lid. The internal investigation began with inspecting the water tank. Indeterminate white crystalline flakes were observed all over the inside bottom of the water tank. Similar contaminants were observed on the heater plate. An indeterminate brown contaminant, likely biocontamination, was observed inside the bottom enclosure and on the lifting tray. The flip lid seal was found to be intact but covered with white and black dust-like contamination. The dry box assembly was removed by removing the back panel. Blonde hair-like objects and white dust-like contaminants were found between the back panel and dry box assembly. The device's downloaded logs were reviewed by manufacturer. There were no errors found. The manufacturer concludes that they could not confirm the customer allegation. It was able to confirm the presence of various indeterminant contaminants and hair-like objects in the water tank, which are likely of external origin and not consistent with originating from a device failure. Also, unable to find any signs of degraded sound abatement foam that could have been emanated from the user's base unit into the humidifier received.